Manufacturer narrative:
Reported event: an event regarding wear involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: (B)(6) 2007 "implant logs" :56 trident psl acetabular shell, 36 trident polyethylene insert, #5 right citation stem, 36/+5 v40 lfit head. (B)(6) 2019 op reports "orif anterior column acetabular fracture" revision right tha diagnosis "failed right tha secondary to catastrophic trunnion failure, pathologic acetabular fracture. With loosening of acetabular component" orif with zimmer plate and screws. Revision tha with smith & nephew revision components and simplex p bone cement. "The taper was heavily damaged. Removed stem with osteotomes and slap hammer. Liner grossly loose in acetabulum. Removed socket with explant device." Revised to competitor products and orif greater trochanter fracture. Uncomplicated surgery. No clinical or pmh, no patient demographics, no imaging studies, no primary tha op report, no laboratory or pathology reports, no examination of explanted components. Based upon the information available for review, confirmation of the event description or creation of a medical report is not possible for this case. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it has been confirmed that the mated lfit v40 cocr head has been identified to be within scope of lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Clinician review indicated that no confirmation of the event description or creation of a medical report is possible for this case. No further investigation for this event is required at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2007 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update (B)(6) 2020: clinical consultant's review indicated that there was an acetabular fracture and that the liner was worn.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2007 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.